Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and had a flap complications/torn/damaged flap, vertical gas break through and button hole on the left (os). The treatment was aborted and switched to photorefractive keratectomy (prk). It was stated that the patient had no complaints and was good to do prk on the left (os) eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.